Event description:
It was reported that were leaks. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. Visual and functional testing were performed. Visual inspection found broken liquid crystal display (lcd) on printed circuit board (pcb) and a loose screw on one corner of the tank cover. Functional testing confirmed reported problem. Tightened screws on tank cover and replaced the gasket as a precautionary measure. The root cause of the reported issue was found to be a screw on the tank cover became loose or wasn't tightened properly. Device identification is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).